Manufacturer narrative:
Concomitant medical products: (2)8100; 8300, therapy date (B)(6) 2016. The customer¿s report of an overinfusion of dilaudid was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that on (B)(6) 2016 at 10:49am the pca module was programmed to infuse dilaudid pca, 1mg/1ml, pca dose only, pca dose= 0.1mg, lockout interval= 6 minutes, max limit= 4mg/4h. A bd 30 ml syringe was selected with a recorded volume of 25.1701ml. One pca dose (0.1 ml) was delivered immediately following the programming. The remaining syringe volume was recorded at 25.0701ml. At 10:50am the pca module alarmed for door open, then a syringe clamp open alarm, followed by a ¿check syringe¿ alarm; the noted alarms suggest the syringe was accessed and possibly removed. At 10:51am the pca was reprogrammed with the same parameters with a bd 30ml syringe selected but with a volume recorded at 10.6808ml. The log analysis could not ascertain definitively why the syringe was accessed, if it was physically removed and why the volume had decreased. Three subsequent dose requests were not delivered due to the lockout period. A check syringe alarm occurred followed by the user reselecting the syringe with a volume recorded at 10.7042ml and programming the same parameters. The channel was turned off (idle), then reprogrammed again with selection of a bd 30ml syringe with volume recorded at 10.7042ml, and the same infusion parameters. Pca doses were delivered at 10:57am and at 11:43 am. The volume infused since 10:49am was 0.3 ml. At 12:24pm a door open alarm occurred and the lockout was changed to 10 minutes. The volume in the syringe was recorded at 10.5042ml. At 3:54pm the door was opened then closed. The door was opened again then the syringe clamp was opened and a ¿check syringe¿ alarm occurred. The infusion was reprogrammed again with the same parameters and selection of a bd 30ml syringe with volume recorded at 10.599ml. At 4:17pm the pca was shut off and removed from the system. The cause of the reported event was not identified.

Event description:
The customer reported that pca dilaudid in a 30 ml syringe was intended to infuse with the following parameters: 25mg/25ml (1 mg/ml); demand dose 0.1mg; lockout 6 minutes; four hour max limit 4mg; loading dose 0mg. It was reported that "the patient should have only received 2cc but received well over that amount," but it was also reported that the patient should have only received 0.3 or 0.4 mg of dilaudid and the device was reading 10.8ml left in the syringe. The patient was unresponsive to sternal rub, however when the affected leg was accidently moved the patient woke up in pain, and then fell right back to sleep. Narcan 2 mg was given, vital signs were monitored, and there was no lasting harm.